Event description:
Event description guidant received information that this implantable atrial lead had inconsistent sensing and a low impedance since implant, three months earlier. It was determined that the lead had become dislodged. The lead was successfully repositioned. At the time of this procedure, it was noted that the pacemaker gas gauge was at about 40% remaining, with a predicted longevity of 2 years. When the patient was seen two days later, the gas gauge was at 75% full with a longevity of 4 years. The device was then reprogrammed, with no change in gas gauge position, but the longevity had increased to 5 years.